Event description:
It was reported that as a result of plastic dust and debris landing on the facility's bronchovideoscope, the staff's procedure was to just wipe the scopes down with a wet lint free cloth and flush the channels with water before each case. The olympus endoscopic support specialist (ess) advised that although wiping the exterior of the scope with a lint-free cloth and flushing the channels with water may appear helpful as an interim measure until they receive new cabinets, olympus has not validated this approach as a means of cleaning or decontamination. It was recommended to ensure devices remain protected from environmental debris using a temporary barrier. No patient infections or injuries reported.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the legal manufacturer's final investigation. Olympus response and recommendations provided to the customer included the following: recommended storing scopes in covered containers once fully dried recommended consulting the facility's infection prevention team offered an in-service for staff on proper cleaning and reprocessing procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.